Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer were hospitalized due to high blood glucose level on (B)(6). 2022. Customer¿s blood glucose level at the time of hospitalization was 500 mg/dl and customer's current blood glucose was 170 mg/dl. Customer alleges insulin pump was under delivering because they had another pump 3 months ago and never had this issue with the old insulin pump. The customer was treated with manual injections for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using the auto mode feature at the time of event. The insulin pump will not be returned for analysis.